Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain what is meant by, spontaneous interruption of the intervention? Because they used the emergency system. Did the patient require a blood transfusion? No. If the patient received a blood transfusion, how many units were given? N/a. What is the current status of the patient? The patient is fine. Were there 2 devices used in the same procedure? Yes the analysis found that the pse60a. Device (a) was received in good visual condition and no cartridge reload present. Upon further inspection, one cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It could not be determined what may have caused the event reported as the device closed, fired and opened as intended.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge pan dislodged. Additional information was requested and the following was obtained: please explain what is meant by, spontaneous interruption of the intervention? Because they used the emergency system. Did the patient require a blood transfusion? No. If the patient received a blood transfusion, how many units were given? N/a. What is the current status of the patient? The patient is fine. Were there 2 devices used in the same procedure? Yes the analysis found that the pse60a device (a) was received in good visual condition and no cartridge reload present. Upon further inspection one cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It could not be determined what may have caused the event reported as the device closed, fired and opened as intended.

Event description:
It was reported that during a gastric sleeve procedure, from the first use, it was impossible to reopen the clip hence need to use the emergency system. Hemorrhage. Spontaneous interruption of the intervention. The use of a second clamp due to the inability to reopen the first clip. However, this second clamp didn't function. Momentary interruption of the intervention and then use of a third clip to finish the procedure. Device will be returned.

Event description:
It was reported that during a gastric sleeve procedure, from the first use, it was impossible to reopen the clip hence need to use the emergency system. Hemorrhage. Spontaneous interruption of the intervention. The use of a second clamp due to the inability to reopen the first clip. However, this second clamp didn't function. Momentary interruption of the intervention and then use of a third clip to finish the procedure. Device will be returned.